Event description:
Baxter received a complaint from a user facility on 02 december 2009 involving the automix 3+3 compounder. According to the facility, the compounder weights are off. This was discovered during use. There was no adverse event, patient injury or medical intervention associated with this report. During service at baxter, it was discovered that there was an overdelivery had occurred. There is no further complaint information available.

Manufacturer narrative:
(B)(4).the device was received at baxter. The reported condition was not confirmed and not duplicated and the assignable cause could not be deterined at this time; however, during pre-accuracy testing, a baxter service technician found overinfusion dextrose delivery accuracy tests programmed 100ml (33 / 33 / 34 ml) / sp.gr 1.24 & 100ml (33 / 33 / 34 ml) / sp.gr 1.00 water delivery accuracy tests.

Manufacturer narrative:
(B)(4). Upon further review, the customer reported problem was not associated with the overdelivery found during baxter evaluation.